Event description:
Lot number on original report was incorrect. The lot number of the device is unknown,

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a female peristeen user called coloplast to report that she in (B)(6) 2018 had a severe episode with autonomic dysreflexia after introducing about 500 ml with peristeen. She ended up with cardiac myopathy needing several days of hospitalization. She had used the product regularly since 2014 but not as much since the episode in (B)(6) 2018. She further reported, that she "did notice earlier info on peristeen did mention autonomic dysreflexia as possible side effect". No other information has become available for this case and it is hence not possible to assess the episode and its potential relation to the use of peristeen. The peristeen IFU states" special caution must be shown if you have or have had, severe autonomic dysreflexia".